Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was supposed to be set at 0.5. According to the report, an MRI was performed a few months ago and the valve was never checked after the MRI. Reportedly, the patient's health has been deteriorating. The report stated that an xray was performed to determine that the patient's valve was set at pressure level 2.5. It was also reported that the patient has had their valve successfully adjusted to pressure level 0.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.